Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter displays pc and shuts off. This issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.